Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a device that was no longer inflating. A surgical procedure was performed during which the existing device was explanted, and new device was implanted. There were no further patient complications.